Event description:
It was reported that the device deviated from "normal measuring" and did not alarm. Customer reported that by checking the trend data on the units, measuring data suddenly turned "0" from normal measuring without any message/alarm, then the device powered off and on and "replace a cable" message displayed. There were no consequences or impact to the patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.